Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy, the clip applier was unable to be used at the second firing. It was noted that there were issues with loading or firing of the clips. A new device was used to resolve the issue and complete the case. There was no patient injury.